Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, a piece of plastic protruding from the inner wall of one tube was found during the sample analysis. No adverse impact was reported regarding the patient or user.